Event description:
Customer reports to have high blood glucose of over 400 mg/dl, which was treated with food. Customer reports to be fighting a sinus infection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, pea size air bubbles were found in reservoir. Customer was able to purge air out of reservoir. Customer declined to check for site occlusion and declined high pressure test. Customer . No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.